Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 80mg/dl, 116mg/dl. Tests were done within < 10 minutes with a difference of 32mg/dl. Patient did not experience any adverse events. No further information has been reported. Note: in the potential medical tab it was documented that, "check strip range 101,99(88-119), control range 104,104(98-128)".